Event description:
During an atrial fibrillation ablation procedure using a swartz braided transseptal introduct, a coronary artery air embolism occurred. A transseptal puncture was performed and a swartz braided transseptal introducer (sl0) was advanced to the right superior pulmonary vein to perform a contrast study of the pulmonary veins. A swartz braided transseptal introducer (sr0) was placed in the left superior pulmonary vein. When the contrast study was initiated, st elevation was noted in the right superior pulmonary vein and air was thought to be seen on fluoroscopy; however, a coronary angiogram and CT scan were performed, with no air identified. The procedure was aborted.